Event description:
Same case as: 2134265-2008-03709. Complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x24 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the proximal left anterior descending (lad) artery. The procedure was completed with another taxus liberte. No patient complications were reported. Patient status reported as "satisfatory and good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Examination of the returned device revealed that the proximal edge of the stent had its struts bent back distally. Examination of the entire device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. Several kinks were noted along the entire length of the hypotube. The root cause of this event is not related to the manufacturing or design process. Proximal damage is consistent with the device meeting some form of restriction of restriction on withdrawal. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution.